Event description:
A component failure was discoverd during routine analysis of a pulse generator that was returned to MFR (rportedly explanted due to generator battery end of life). The observed component failure would prevent prescribed parameter adjustments, resulting in a possible inability to provide the patient the intended therapy.